Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted because during an open heart procedure, the lead dislodged and had loss of capture.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, 8, 11 and 11.5 cm distal to the df-1 connector pin, cuts in the insulation were found, which presumably occurred during the explantation procedure. Further analysis revealed blood as well as tissue in the fixation helix. After removing blood and tissue residuals of the fixation helix the fixation mechanism could be properly retracted and extended. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the dislodgement. The analysis did not reveal any sign of a material or manufacturing problem.